Event description:
The event involved a spinning spiros® closed male luer, red cap where it was reported that when the spinning function was engaged by twisting to the IV tubing it detaches to microclave causing a backflow of the blood out of the patient. The location where the event occurred was on the hospital at the patient room of ucsf benioff children¿s hospital the disconnection happened between the primary set and the spiros where it was spinning. The exact location on the tubing was in luer-lock between primary line and spiros. The event occurred during infusion, and it was infusing with normal saline. The tubing was infusing with an unspecified chemo the day before the incident. The patient was infusing continuous fluids and loss 30mls of blood. The next day, the hemoglobin level decreased. The tubing and drug were replaced, and the therapy resumed. The set up was, primary line was connected to a single lumen port with normal saline infusing continuously. The customer also stated that once the spinning function was engaged by twisting on the IV tubing, the part of the IV tubing that twists on no longer stays attached to the spiros. This ultimately makes it easy for the IV tubing to detach from the spiros because it then acts more like a slip-tip than a luer lock. Unfortunately, since the tubing detached from the spiros and the spiros was still attached to the microclave closest to the patient, the line remained open, allowing for the backflow of blood out of the patient. There was patient involved, no harm, and no delay in therapy.

Manufacturer narrative:
Received one used. List #ch2000s-c, spinning spiros® closed male luer, red cap; lot #13490092. As received a good shear tab activation was observed, no damage was observed in the splines of the spiro, no external impacts or physical damage were observed. No matting device was returned. The residual torque was tested finding within specification. Complaint of disconnection / loose can be confirmed based that the spiro came separated from matting device. However, how, when or where the disconnection occurs cannot be determinate. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. E1 - initial reporter phone has an extension # (B)(6). F2 - uf/importer report # is (B)(4). Additional contact person: (B)(6).